Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va16a1q, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative (rep) reported that the patient presented lethargy and dizziness. The lead was placed on (B)(6) 2016 and the patient was slow in recovery so a CT scan was done and an abscess was noticed on the left brain lead tract. The lead was removed as a result on date notified. The patient status is alive - no injury. The patient's indication for implant is essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.